Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced syncope. Review of session records revealed that the patient received delayed therapy due to inappropriate diagnosis of rhythm as supraventricular tachycardia. Rhythm was successfully converted when rhythm accelerated into vf zone. Programming changes were made. Patient was stable with no permanent injuries. Patient is considered for heart transplant.